Event description:
The treating physician reportedly observed a lead fracture on an x-ray image. The physician believed that the lead break was caused by multiple mammograms performed in the body region of the vns. The patient indicated that she had a substantial increase in depression over the last two years. No device diagnostics were apparent from the time period of the increase in depression, but review of internal programming history showed normal impedance prior to the believed date of the event. Surgical intervention to remove the lead has not occurred to date. No additional pertinent information has been received to date.

Event description:
Communication with the patient¿s surgeon specified the date the full vns system was removed. The explanting facility discards of explanted devices. Therefore, product return is not expected. No additional pertinent information has been received to date.

Event description:
It was reported that the patient had her vns removed due to the broken lead wire. The device has not been returned to the manufacturer to date. No additional pertinent information has been received to date.